Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which stated that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery condition. Device replacement was recommended once rf telemetry is disabled. No adverse patient effects were reported, and this device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.

Manufacturer narrative:
Additional information was received; the device was explanted. If pertinent information provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which stated that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery condition. Device replacement was recommended once rf telemetry is disabled. No adverse patient effects were reported, and this device remains in service.

Manufacturer narrative:
If pertinent information provided in the future, a supplemental report will be submitted.